Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted:(B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an fentanyl (500 mcg/ml at 65 mcg/day) via an implantable pump for spinal pain indications. It was reported that the healthcare provider (hcp) was unable to aspirate the catheter during a dye study and the patient was not getting pain relief. There were no external factors that led to the event. The hcp increased dosing and gave the patient a single bolus in office. The patient was referred for a catheter revision/replacement. Surgical intervention is planned but it has not yet been scheduled. The event was not resolved at the time of the report.

Event description:
Information was received from multiple sources (manufacturer representative, patient) regarding a patient who was receiving fentanyl (500 mcg/ml at 65 mcg/day) via an implantable pump for spinal pain indications. It was reported that the an x-ray was done and confirmed the catheter tip was at t12 and the patient was not getting relief. The catheter was revised to t8. No factors have led to the issue. The issue was resolved at time of the report. Patient status was laive no in jury. It was reported that patient had a catheter revision today for a migrated catheter tip t12. Caller stated the healthcare provider spliced a new it segment of catheter to the existing proxima/pump end of the catheter. Previous length 114.3 cm , removed 14.5cm and added 31.4cm of a it revision kit.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.